Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pt missed their appointment on (B)(6), and rescheduled for (B)(6) instead. Pt reported they were using group b which stopped their pain, but they felt the stimulation was too 'intense' and didn't know what to do. Agent advised that pt could try adjusting the stim down a bit to so if they could find a threshold for not feeling that 'intensity.' Pt also tried group c and turn that down from 1.0 to .6 instead. Pt mentioned they had soreness on their side, and hurts to touch that area. Pt said they often don't feel like eating due to their pain. Pt mentioned that they charged last week to 100 and today was at 80 or 88, like it had been last week (agent tried to have pt clarify if that was an issue with the controller or if stim had been turning on and off - pt did not clarify). Pt stated every now and then they were feeling stimulation from group c. Pt adjusted settings for group c fro 1.0 down to 0.9, 0.8, to 0.3; eventually decided to leave c on 0.6. Pt stated they don't have the energy to do anything. Pt inquired if they were using the settings correctly, agent redirected pt to discuss programming/stim setting questions with their hcp or medtronic rep at their upcoming (B)(6) appointment.

Event description:
Additional information received from the consumer reported that the doctor changed the programming and it was doing okay now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back and repeated information previously documented. Pt stated they had to miss their appointment that was scheduled for march 21st because they were in the process of moving apartments and had no ride to hospital; they rescheduled to be meeting with the hcp on april 3rd instead. Pt reported they were using group b which stopped their pain, but they felt the stimulation was too 'intense' and didn't know what to do. Agent advised that pt could try adjusting the stimulation down a bit to so if they could find a threshold for not feeling that 'intensity.' Pt also tried group c and turn that down from 1.0 to .6 instead. Pt mentioned they had soreness on their side, and hurts to touch that area. Pt said they often don't feel like eating due to their pain. Pt mentioned that they charged last week to 100 and today was at 80 or 88, like it had been last week. Pt stated every now and then they were feeling stimulation from group c. Pt adjusted settings for group c from 1.0 down to 0.9, 0.8, to 0.3; eventually decided to leave c on 0.6. Pt stated they don't have the energy to do anything. Pt inquired if they were using the settings correctly, agent redirected pt to discuss programming/stim setting questions with their hcp or rep at their upcoming april 3rd appointment.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned their pain had returned and was "almost as bad as it was prior to getting the spinal cord stimulator(scs)" since about 2-4 days ago. Pt said they had pain that they had not been having. Pt said they fell in 2019 and had the scs implanted in 2020. Pt said they tried switching to group b and was confused about adjusting therapy settings. During the call, pt was in group b. Patient services specialist(pss) provided guidance on adjusting therapy settings up. Pt felt the therapy. Pt said they had called a mdt rep. On saturday, but was redirected to pats. Pss suggested the pt monitor theirpain with the higher settings and try to adjust other therapy setting up in other groups. If issue persisted, the patient was redirected to their healthcare provider to further address the issue. Pt mentioned they had been reprogrammed a couple of times in the past. Pt called back and repeated information relayed in the original call note. Pt stated sometimes she can feel stimulation and other times she can't. Pt stated stim does not seem as strong as it used to be. Pss suggested pt contact her hcp and request to have her programming checked - pt stated she has never gone back to have her programming checked since implant. Pt said they have an appt scheduled with hcp on march 21st at 12pm. Pt mentioned that they were still in a lot of pain and their hcp said they cannot take extra strength tylenol. Pt said their right leg was numb because pain has gotten so bad. When they touch it it feels like they are being stabbed with in a knife. Pt was looking for compatibility with a heating pad which pss reviewed. Pt said they've been charging to make sure it doesn't get low. Pt mentioned one time in the past, they couldn't feel the stimulation, they looked at the controller and ins battery was low. Pt said they now have been making sure to recharge the ins so it doesn't get low. Pss redirected pt back to hcp/rep for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.